Manufacturer narrative:
Related component of the device system: model number/ catalog number: 72401476, batch/ lot number: ei629003, model/ catalog description: spherical reservoir fgs (prefilled).

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The device was replaced and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will, however, it was not provided.